Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes care manager reported via email of hospitalized high blood glucose readings. The customer's blood glucose reading was not provided. The customer was hospitalized for diabetic ketoacidosis. The customer changed his infusion set and woke up the next day nauseous. The customer spent several days in the ICU due to complications of diabetic ketoacidosis.